Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. The patient did not receive the full medication dose. This was observed during patient infusion. The device was filled with 5-fluorouracil 115ml. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
H4: the lot was manufactured from december 01, 2021 - december 02, 2021. H10: the device was received for evaluation containing 107ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.